Event description:
It was reported that following anterior and posterior repair procedures on (B)(6) 2006, the patient experienced pain and tenderness in her left vulvar region during the week of (B)(6) 2007. The patient was examined by her family doctor on (B)(6) 2007 and was referred to a gynecologist. The gynecologist referred the patient to a urologist for treatment. The urologist noted a left labial and gluteal abscess with vaginal infrontal erosion. The treating urologist removed the distal left posterior mesh arm. The current status of the patient was described as abscess site was healing by secondary intervention. MFR ref# 9615742-2008-00003.